Event description:
The customer reported that she was very thirsty and noticed the cannula was out and her blood glucose was around 400 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula was not in the insertion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide errors "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery". Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions for on handling interrupted insulin delivery." "Check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.